Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up with evaluation results provided by customer which determined the scale was inaccurate due to faulty load cells. Customer provided with parts to do repairs. Customer performed evaluation.